Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling as the file states that according to the file, the event was "surgeon's error". Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A coordinator reported that during an intraocular lens (iol) implant procedure, the lens did not advance through the wound. The lens was removed and a new lens was used to complete the procedure. The coordinator reported the event was due to a surgeon error. Additional information has been requested.